Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Iit was reported that there was green oxidation and pin hole tears/bend noted on the white power cable and an attempt was made to exchange the patient to their backup pocket controller. However, some resistance was experienced when connecting the driveline cable to the backup controller and it was unable to connect. There was no obvious pin damage or obstruction noted on the backup controller. It was also reported that there was damage and discoloration observed on the patient's driveline and the patient did not experience any alarms. On (B)(6) 2023, it was reported that the patient¿s primary controller was exchanged to a new heartmate ii system controller. Additionally, log files were submitted for review, which captured 2 driveline disconnect alarms on (B)(6) 2023 and another one on (B)(6) 2023. There were no other unusual events recorded in the log file event history. Related manufacturer reference number for the heartmate 2 primary pocket controller: MFR-2916596-2023-08808 related manufacturer reference number for the heartmate 2 pump: MFR-2916596-2023-08741

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty inserting the driveline was confirmed via analysis of the submitted log file. The heartmate ii controller (serial number (B)(6) was not returned. The submitted controller log file from the primary controller (serial number (B)(6) contained data spanning approximately 37 days (B)(6) 2023 per the timestamps). The log file captured two driveline disconnect alarms active on (B)(6) 2023 at 14:12:46 and 14:13:58. This is consistent with the reported information of the customer attempting a controller exchange from the primary controller but experiencing increased resistance when inserting the driveline into the backup controller. The driveline was inserted back in the primary controller after the alarms and the pump resumed operating until the driveline was disconnected once again on (B)(6) 2023 at 13:08:26, when the controller was exchanged successfully. Provided information stated that the two driveline disconnect alarms observed on (B)(6) 2023 were due to the attempt to exchange the controller, the controller was exchanged to as a result of the power cable damage, and no product will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate ii system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.